Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation of the complained device shows that a part of the plastic tip is indeed broken off. It is clearly visible though that also the middle section of the plastic is damaged. Therefore we do suppose that the tip may have not been positioned accordingly during use and even resulted in the partly breakage of the tip. Please note, the plastic fixture can be ordered as a spare part which has to be exchanged regularly after inspection. No product fault could be detected.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6). It was reported that the plastic tip of the dynamic hip, condylar screw impactor split while being used. No additional information was provided.